Event description:
Patient was prescribed cardizem drip to run at 15cc/hour. Drip placed on triple infusion pump. Cardizem set to run on channel #3. Infusion pump door closed but "shut a little hard." Nurse started infusion, pump appeared to be functioning, no alarms, infusion light flashing appropriately. Nurse left the room and came back a while later. The nurse noted that the bag did not look as if any of the medication had infused. Upon further investigation noted that small wheel on door had broken off. No alarms ever sounded to alert of potential problem. Door did shut with effort. Patient was not adversely affected. Pump sent to bio-med for evaluation. Follow up reveals: biomed evaluation showed that upon visual inspection, immediately identified that channel "c" cassette door had broken guide wheel. Attempted to infuse dosage using test set. Pump immediately started alarming "cassette" when control dial turned to the run position. Pump set aside for inspection and repair by hospira field service rep.